Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search was performed to identify all fmc cassettes delivered to the patient for a three (3) month time frame prior to the approximate event occurrence date. However, the search yielded no results. Therefore, device history and manufacturing records could not be reviewed. Due to the limited information available, an investigation could not be performed. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. In a follow-up email, the facility administrator (fa) for the patient¿s associated clinic reported that the patient¿s peritonitis event was due to the patient not following sterile technique. The fa noted the peritonitis event was not related to any product malfunction or deficiency. No additional information was provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. In a follow-up email, the facility administrator (fa) for the patient¿s associated clinic reported that the patient¿s peritonitis event was due to the patient not following sterile technique. The fa noted the peritonitis event was not related to any product malfunction or deficiency. No additional information was provided.

Manufacturer narrative:
Additional information: a3, b5, g1, g2 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship between pd therapy utilizing the fresenius cassette and the patient event of peritonitis. However, there have been no reported allegations nor any objective evidence that a fresenius cassette malfunction or product deficiency was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a patient breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information has not been provided.